Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damaged occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending (lad) artery. After pre-dilatation, a 4.00 mm x 24 mm synergy¿ drug eluting stent was advanced but failed to cross despite several attempts. Moreover, it was also noted that the stent strut was "broken". The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that stent struts on distal rows 1 and 2 and proximal rows 1 and 2 were lifted from their crimped positions and the stent struts were misaligned across the whole length of the stent. Stent damage most likely occurred during advancing and withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage on the distal edges of the tip. This type of damage most likely occurred when the tip was pushed against a restriction during advancing attempts. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damaged occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending (lad) artery. After pre-dilatation, a 4.00mm x 24mm synergy drug eluting stent was advanced but failed to cross despite several attempts. Moreover, it was also noted that the stent strut was "broken". The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.